Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No alarms noted. The insulin pump passed self-test and unexpected restart error alarm test.

Event description:
Customer reported that the insulin pump alarmed motor error after a bolus delivery. The device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 83 mg/dl. Customer also stated that she has received other error alarms; it happens every time she changes the battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.